Event description:
It was reported that there was suspicion that the implant fabric was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the closure device was reviewed and the imaging showed suspected damage to the implant fabric.